Event description:
It was reported that the top jaw of the instrument broke off during the procedure. No pt complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for eval. The visual macroscopic exam and microscopic exam shows that the tip of the dynamic shaft is broken on one side by the pin. The upper jaw is completely broken off. Broken pieces were not returned for the analysis. Some discoloration of the material was observed at the fractured surface of the upper jaw. It appears that the instrument was subject to excessive bending and/or torque, which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.